Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 4 reports. Other mfg report numbers: 3013886523-2024-00020, 3013886523-2024-00022, 3013886523-2024-00023. A facility reported: "we are finding that most times when we try to program a valve, the machine will tell us adjustment incomplete multiple times. However, when we have sent patients for xr to check the status anyway, on numerous occasions we have found that the valve has actually adjusted - but the machine said it hadn't." "Multiple patients have had to attend for x-rays on 3-6 occasions.¿

Manufacturer narrative:
Codman vpv system was returned for evaluation: DHR - lot 180513 sn (B)(6) conformed to the specifications when released to stock. Failure analysis - the internal inspection did not confirm the reported issue. The full functional test, reset and safety test according to manufacturer¿s specification have been performed. Root cause - the root cause of the issue reported by customer could not be determined as the device worked correctly.

Event description:
N/a